Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). The teeth on the instrument were examined and were found to be consistent with the product specifications. No burrs or sharp edges were noted. The batch manufacturing records of mentioned lots were reviewed. The record showed that all required manufacturing processes, quality checks, intermediate and final quality inspections were performed on all instruments of the lot. There were no non-conformances, deviations, or exceptions observed for this lot that could have contributed to the reported issue. Furthermore, these instruments are same since the first article approved and there have been no changes to the manufacturing processes, shape, design, size or specifications since that approval.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the event description adson tissue fcps fine w/1x2t 120mm (part # bd511us) device caused trauma to patient site / "nicked" the patient because teeth are longer and more traumatic than the comparable bd511r. Reportedly the surgeon also reported that the bd511us is noticeably over sprung in comparison to the bd511r.